Event description:
It was reported that during a polypectomy procedure, the wire of the device broke off and remained in the pt's colon. The wire was retrieved with biopsy forceps. Eval found that the snare loop coupling had detached from the devices' inner cable. The loop assembly was returned. The inner cable was capable of being advanced and retracted via the handle assembly. The cable wasn't completely butted against the handle assembly causing the crimp to miss the cable.